Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the left tibia is collapse. Attune components were removed except patella. Tc3/ mbt rev was implanted. Patient received bilateral primary attune tka to treat degenerative joint disease of the knees. The patella was resurfaced and depuy cement x 2 was utilized on each knee. The procedure was completed without complications. Primary part/ lot information is provided on page 4. Patient received a left knee revision to treat persistent pain secondary to loosening of the tibial tray. The tibial tray had subsided and was grossly loose and completely debonded at the cement to implant interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was implanted with a depuy knee revision system utilizing both depuy and competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 8 reports related to implant loosening, and one unrelated. Total for lot number: 9 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 129. By product family: 202 (69x smartset ghv gentamicin, 133x smartset gmv).